Event description:
It was reported that the atrial lead exhibited oversensing. The p-waves measured 0.6 mv bipolar, and the atrial sensitivity was programmed to 0.1 mv.

Manufacturer narrative:
No medwatch form was received.